Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6)2022, product type catheter product ID 8780, serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that a new catheter system and a new pump were implanted for the patient. The previous implanted catheter had been explanted completely.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 83.34 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had return of symptoms/decreased efficacy of therapy from the drug, so they were doing a catheter revision this morning and a possible pump replacement. The hcp was also planning to do a roller study. The pump logs had been checked and there were no alarms noted in the logs, and they had also accessed the cap (catheter access port) chamber and were unable to aspirate the catheter. During the procedure, the plan was to explant the existing catheter and replace it with a new one. The new tip segment of the catheter was placed and then the hcp opened the pump pocket and saw fluid around the pump. A sample of the fluid was taken and sent for culture. At that point, the hcp explanted the pump and the pump segment of the old catheter due to possible infection. The newly implanted spinal segment was tied off and left implanted for future use. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.